Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer investigation results. Correction to g2 (added company representative). Based on the results of the investigation and the information provided, it is presumed that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. However, a definitive root cause cannot be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): ¿instructions for ltf-s190-5/10 chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the event.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex detectable videoscope displayed a scope communication error code e216 and no image. There were no reports of patient harm.